Manufacturer narrative:
(B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
It was reported that the physician tried to remove a 6/7f mynxgrip vascular closure device (vcd). He removed not only the mynx but also the sealant as well. There was no reported patient injury. The product is available for return. Manual compression was applied to achieve hemostasis.